Event description:
It was reported that during initial implant procedure, patient's new atrial lead was dislodged. The lead was not installed and the procedure was completed using an alternate lead on 25 dec 2023. There were no patient consequences.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. Visual and x-ray examinations did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.